Manufacturer narrative:
Correction of information: h11 - reported as - h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. Visiual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. - correct to - h3 - device evaluation: lens was returned in vial, in liquid. Visiual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found optic and haptic torn. Visiual inspection foun no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -11.0/2.5/071 (sphere/cylinder/axis), implantable collamer lens into the patient's eye. The lens was removed and replaced with a longer length lens due to insufficient vault with rotation. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).